Manufacturer narrative:
Patient information and repair details was requested from the customer, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer ordered a cpu board for the repair for this unit. Review of the service history shows no further service calls received from this customer. The customer declined to provide patient information.